Event description:
Oscillating saw blade was broken inside slot of femoral cutting block when doctor cut femur. Doctor felt something wrong when using blade, and found it broken at the hub of the blade after taking it off from oscillator hand piece and checking the blade away from the patient.